Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was stating that it had a battery error after the medtronic representative (rep) logged in. No patient was present. Troubleshooting information was provided. The battery percentage was at 0%, and the battery time was also at 0. The voltage read 47.07, and connection to the uninterruptible power supply (ups) was plugged in. After performing a hard restart of the system, the battery percentage remained at 0% with a battery time of 0 and a voltage of 47.07. When the system was unplugged from the wall, it turned off immediately.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735773 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735787 (lot: -); product type: 2543-mnav - system h3: the system was serviced in the field and the uninterruptible power supply (ups) and battery were replaced. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the uninterruptible power supply (ups), lot number: 23010030, was returned and analyzed. There was no failure found with the returned product. The battery, lot number: 2232, was returned and analyzed. There was no failure found with the returned product. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.